Event description:
It was reported, the physician was performing a bilateral arthroscopic procedure for planters fasciitis using a topaz microdebrider arthrowand. Intra-operatively, the physician indicated the shaft appeared to have come loose on the wand. Upon pulling the wand out of the surgical site, the doctor thought that the tip of the wand had broken off. The surgical staff searched for the device fragment but were unable to locate it. An x-ray confirmed no device fragments were present. A second wand was opened to complete the procedure. A comparison of the two wands revealed that sheath of the first wand had migrated, hiding the tip. The surgery was completed with no further complications.